Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over-rotation. Further inspection showed cuttings of the insulation and coagulated blood in the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. With regard to the loss of capture and undersensing issues mentioned in the complaint description, the analysis did not show any deviations. In particular, the values of the parameters measured during the electrical analysis proved to be within the technical specifications. In summary, no sign of a material or manufacturing problem was present.

Event description:
This lead was explanted and replaced due to intermittent loss of capture and undersensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.